Event description:
The patient underwent generator replacement on (B)(6) 2015 due to neos-yes. The device was discarded after explant and will not be returned for analysis.

Manufacturer narrative:
.

Event description:
Clinic notes were received indicating that the vns patient¿s seizure frequency had increased to five seizures per week. The physician attributed the event to an ifi condition of the patient¿s device. The patient¿s device duty cycle was increased. It was noted that lead impedance was within normal limits.